Event description:
Hcp reported patient experienced a catheter break. The patient was hospitalized with severe withdrawal from baclofen. The drug dose was increased without improvement in spasticity. At the time issue was thought to be the setting of the refill volume alarm at 2 ml instead of 3ml. However, the condition did not improve with elevated dosages per the pump. Catheter was found to be broken and a segment retained in the intrathecal space. Patient has had an uneventful post operative recovery and immediate improved response when intrathecal delivery of lioresal was started post operatively.